Event description:
According to the reporter: the needle fell out during use. The needle fell into the pt and was retrieved. There was no tissue loss, no tissue damage, no bleeding over 500 cc, 30 minutes delay of surgery, no adverse effect to pt as a result of the delay.

Manufacturer narrative:
(B)(4).